Event description:
It was reported the lcs15 was used during a laparoscopic nissen fundoplication. The device did not open and close properly and the tissue pad was not connected entirely with the blade. The device was not used. Another lcs was opened to complete the case. There was consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, blade not returned; external damage to lcs/cs housing, no; and external physical damage, no. Functional tests & results: lcs/cs jaw not open/close correct, and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the rpt'd incident. The housing was received in good condition. The blade was not returned with the housing. As the blade was not returned, the alignment of the jaws with the blade could not be analyzed. There were no anomalies noted with the housing opening and closing as designed. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.